Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) died due to an unknown cause. Twenty two days prior to death, the pt was admitted to the hospital for weakness. The treatment during the hospitalization is unknown. Pd therapy was discontinued one or two days prior to the death. The pt was not on the cycler or receiving any solutions at the time of death. The pt was discharged to hospice care on an unknown date and passed away. It was reported that there was no overfill events and no presence of infection or peritonitis. It was unknown if an autopsy was performed. Additional information was requested but is not available.